Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was replaced during the service call. The system was then found to be working as intended and put back into service.

Event description:
It was reported there was a burning smell that was coming from the left monitor and there was no image. This situation resulted in a loss of the live image. There was no pt injury or death reported.